Event description:
Follow up information received reported that the patient had the extension wire component of their implantable neurostimulator (ins) system explanted. It was also noted that the patient was given antibiotics. No further information was available at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v345141, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that there was erosion of the deep brain stimulator extension. The erosion had occurred below the ear in the upper neck area and extension was partially exposed. The patient¿s surgeon wanted to take out the extension and cap the lead and then would re-implant a new extension when the patient was healed up. It was noted that they also planned to give patient antibiotics. The surgery was planned for (B)(6). It was unknown when the erosion was first noticed. It was later reported that there was no alleged product issue. The extension wire was working fine. There was erosion where the extension wire was exposed in the posters lateral area of the neck on the right side. The lead and implantable neurostimulator (ins) would be left implanted and a new extension wire would be implanted in the future.